Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked display window, damaged battery cap coin slot(p) and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that they were unable to remove the battery cap on the insulin pump. Customer's blood glucose reading at the time of the call was 134 mg/dl. No further information reported.